Manufacturer narrative:
Result: cracked case and tray. Conclusion: suspected customer abuse.

Event description:
It was reported that the unit's case and tray were cracked. No pt involvement or adverse consequences were reported.